Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer not following the proper air removal steps from cartridge and was using cold insulin. Tandem clinical support educated the customer to follow the proper air removal steps during cartridge fill and to always use room temperature insulin. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.